Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspirator flow sensor was replaced to resolve the issue. No patient information provided to date after calls to customer 03/03/2023 and 03/13/2023. Unique identifier: (B)(4). Legal manufacturer: (B)(4).